Event description:
It was reported the mcl20 was used during an unknown procedure. It was reported the clips scissored. The case was completed with a single clip applier. There was no consequence to the patient. 08/27/1997 it was reported no vessels were severed.

Manufacturer narrative:
Ees#.975182-l. D6: device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 14. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident during surgery. Applier was received in good physical condition, with no clip in jaws. Applier was examined and found to be functional and was cycled, fed, and properly formed remaining 14 clips within design specification. It was concluded that applier was conforming to design specifications and without incident. No conclusion could be reached why reported "clips scissored" during surgery. Each instrument is evaluated during assembly process to ensure that it functions properly. Applier's jaws may become comrpomised and clip malformation may occur if the jaws are closed onto a hard object.